Event description:
A customer reported that the knives presented some problems because they are dull. Additional info has been requested; however, none has been provided to date. This is the second of three reports for this facility.

Manufacturer narrative:
A sample has not been received for eval; therefore, the condition of the product could not be verified. The device history for the component lot was reviewed. Unrelated processing abnormality was found during the review. The associated lot was released based on the MFR's acceptance criteria. A root cause has not been identified. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).